Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a leak and fluid invasion occurred on the device during user handling and caused an electronic component abnormality. In addition, it is likely the charged couple device (ccd) unit was damaged by physical stress on the bending section. However, a definitive root cause could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can reduce/prevent the occurrence of the event by handling the device in accordance with the following statements found in the instructions for use" "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the device did not produce an image due to damage of the charge coupled device wire which was found at the distal end of the device. The customer's originally reported issue of leakage from the biopsy channel was confirmed; a loss of water tightness was noted due to damage to the instrument channel. The following additional findings were also noted: assorted dents and scratches, detachment of bending section cover adhesive, and bending angle in the up and down directions not meeting the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during reprocessing, their evis exera iii bronchovideoscope was discovered to have had a leakage from the biopsy channel. Upon inspection and testing of the returned unit, it was discovered that the device did not produce an image due to damage of the charge coupled device wire which was found at the distal end of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.